Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: when the forceps arrived at the department on inspection the forcep part that has the working part of the instrument the black wire had came off the wheel and would not allow proper movement.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument's tips were not aligning and the wire appeared to be off the wheel. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 2,88mm offset at the tips. The grips were found to have cracking damage. Components adjacent to this severely bent grip did not show damage. Additional observation reported by site: the reported symptom was not found related to the reported instrument. A visual inspection of the instrument was conducted and found no wire/cable to be off the wheel. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.